Manufacturer narrative:
No customer product was returned to immucor for immucor investigation. The immucor laboratory tested retention product on (B)(6) 2016, which performed as expected. The immucor laboratory also tested returned patient blood sample from the customer site on (B)(6) 2016, and that testing yielded the same outcome as the customer, i.e. The customer's blood sample exhibited unexpected negative outcomes with the expected e antigen positive wells tested. Immucor technical support assessed the images of the test wells for the testing in question, using a remote electronic connection method on (B)(6) 2016 and found that the unexpected negative wells were indeed appearing as negative. An immucor field service engineer (fse) visited the customer site to assess the testing instrument on (B)(6) 2016. The fse determined that the washer residual volume was outside of the specification, so the fse adjusted the value to be within the specification. The fse then subsequently determined that the instrument was then operating as expected.

Event description:
On (B)(6) 2016, a customer reported an unexpected negative antibody identification when using capture-r ready-ID when used on a galileo echo.